Manufacturer narrative:
Three bivona flextend¿ tts¿ tracheostomy tubes were returned for analysis. No damage was noted to the units upon visual examination. An air cuff symmetry test was performed finding that the all three cuff's inflated without problems. The cuffs were then measured; noting that all were within specification. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed finding that all procedures were being carried out appropriate. Training was reviewed, confirming that the personnel had trainings up to date. Verification of 32 assemblies were reviewed and deemed adequate. It was seen production personnel performs a 100% air cuff symmetry visual inspection during process and quality inspectors takes a representative sample of the lot and performs air cuff symmetry test. Based on the evidence, the complaint was not confirmed with no fault found.

Event description:
Information was received indicating that during a tracheostomy (trach) tube change out, a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube cuff would only partially inflate. It was reported the staff were attempting to change out and size up during this pediatric airway emergency. Two more trach tubes were attempted to be used during this emergency with the same. A different trach lot number was then used and placed. There were no reported adverse patient effects.